Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor error-change sensor/bad sensor. Carelink investigation endpoint: sensor high impedance (1khz eis logic); description: the sensor was terminated due to detected high impedance from which it cannot recover. This is a safeguard designed within algorithm for patient safety. Sensor carelink additional investigation was performed for the sensor error-sg not available/updating. Carelink investigation endpoint: sensor performing as expected; description: sensor performing as expected. It is unlikely that the sensor contributed to the event. Sensor carelink additional investigation was performed for the sensor error-cal error/calibration not accepted. Carelink investigation endpoint: instability in sensor sensitivity; description: change sensor due to rapid change in sensor sensitivity. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event. Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. Carelink investigation endpoint: late wear sensitivity loss; description: sensor performance observation due to sensor sensitivity loss late in wear. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported difference between sensor glucose and blood glucose, change sensor, sensor updating, calibration not accepted and bent sensor. The customer reported no adverse event. The event involved product(s) mmt-7040ma. Troubleshooting was performed. The customer was reporting a discrepancy between sensor glucose and blood glucose with values of 69 mg/dl and 229 mg/dl, respectively which was not within the range. No harm requiring medical intervention was reported. No product return was required for mmt-7040ma.